Manufacturer narrative:
The manufacturing batch lot was not provided; therefore, a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. In this case, it was reported that the safari2 guide wire was used during the index procedure and subsequently the study device was deployed. However, the site confirmed that it is unknown which device caused the pericardial effusion during the index procedure. A request for additional information has been submitted to the distributor but no additional information was received by the time this report was filed. Based on the information received to date, a combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: one day post index procedure, subject was noted with pericardial effusion. Unspecified surgical intervention was performed for the event and was treated medically. Event led to the prolongation of the hospitalization. Of note, safari 2 guide wire was used during index procedure and subsequently study device was deployed. However site confirmed that it is unknown whether which device caused pericardial effusion during index procedure. Hence the event has been conservatively assessed as possibly related to safari guidewire. No further information is available at this point of time. Five days post index procedure, subject was noted with aortic valve insufficiency I° (valve related complication/dysfunction). No action was taken to treat the event. At the time of reporting, the event was considered continuing without treatment. The event was considered recovered without sequelae and the subject was discharged on the same day.

Manufacturer narrative:
On (B)(6) 2018, additional information was received reporting that there was no relation between the safari2 guidewire and the pericardial effusion: "site confirmed that the pericardial effusion is caused by unknown external pacer electrode. Hence the complaint for safari guide wire has been withdrawn.". If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
On (B)(6) 2018, additional information was received reporting that there was no relation between the safari2 guidewire and the pericardial effusion: "site confirmed that the pericardial effusion is caused by unknown external pacer electrode. Hence the complaint for safari guide wire has been withdrawn."